Manufacturer narrative:
The company service representative examined the system and was able to replicate the sm reported. The nonconforming lithium battery was replaced to address the reported system message (sm) [an error occurred loading the system settings. The system will revert to default values.]. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message (sm) event can be attributed to the lithium battery. The root cause of the reported endophthalmitis events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after separate multiple surgeries, the patients experienced endophthalmitis whose operations were performed in the same operating room where the device was located. The device also displayed a message about the need to replace the host battery. Additional information has been requested.